Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient woke up this morning and noticed something was not right. Pt felt the implant was not working at all. Patient could barely walk, could barely breathe. Patient was in a tremendous amount of pain. Patient used the handset and got a message 'service code 302, battery empty, battery has been completely depleted'. Patient was told they had high settings. Patient then got the new implant and patient and rep sat down to go over settings and the rep said it should last like 2.5 years if pt kept current settings. Pt has been about 1 and a half years and it is dead and was supposed to be another 3 year battery. Patient did not know what to do. Patient does not have insurance right now and is in a different state. Patient asked if it was ok to go to the ER. Reviewed. Redirected to healthcare provider. Emailed healthcare provider listings. Patient stated they were going to go to ER.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.